Manufacturer narrative:
A field service engineer (fse) evaluated the event and observed air bubbles (micro bubbles) being produced by the rbc diluent dispenser. The fse replaced the rbc dispenser resolving the background failures. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported background failures on the coulter lh 780 hematology analyzer. White blood cell (wbc), red blood cell (rbc), and platelet (plt) backgrounds were out of limits during startup. There were no erroneous patient results in connection with the reported event. There was no death, injury, or change to patient treatment related to the reported event.